Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device impedance was high prior to implant and the cause of dislodgement was the patient moving their leg.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-feb-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 04-oct-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was a knot on the tether causing the leadless implantable pulse generator (ipg) to dislodge post tether release. The leadless ipg system was removed and replaced by an alternate system. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.